Manufacturer narrative:
This report is filed january 11, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The implanted device remains. It is unknown whether the patient will be explanted and reimplanted with a new device as of the date of this report, january 11, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. There are no plans to reimplant the patient as of the date of this report, june 2, 2016.